Manufacturer narrative:
Device is not marketed in us.PMA 510k no. Is k121680 for similar device marketed in us with product ID as 1475006500. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred in a who had an operation on (B)(6)2014. It was reported that both sides of the rods were broken and fragment is remaining in the patient. Re-operation was performed on (B)(6) 2021, using eight mrc and re-fixing with dual rod. There were no malfunctions or adverse events during the operation, and there were no reports of malfunctions after the operation. The products will not be returned from the hospital. Product will not be returned since it remains in patient. Patient health harm was reported.